Event description:
It was reported that there were lead warnings on the atrial and ventricular leads. There were ventricular high rate episodes, some with short v-v intervals which appeared to be oversensing. The atrial lead trend showed low impedance paces. The impedances are within normal limits in the office, and provocative testing was unable to reproduce oversensing. The ventricular lead was capped and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.